Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a sensing anomaly. Tested with both chronic and new leads, high amplitude noise was seen in unipolar and bipolar configurations on the ventricular channel. "Grummit" was seen on the ventricular connector port of the generator and on the lead.